Manufacturer narrative:
Evaluation: still under investigation.

Event description:
A male with zenith devices implanted in 2006 was admitted emergently in 2008 with a ruptured aaa. The pre-op CT was in 2008. The patient was admitted due to a recent myocardial infarction when his aaa ruptured. The grafts were explanted. The pt survived the explant procedure, but expired a few days later.